Event description:
It was observed during the device inspection, that the subject device exhibited cut in the cord, adhesion at the electrical contacts, loosening of the scope mount, cracks in the main body, flooding of the cable, and flooding of the imaging unit. There were no reports of patient involvement.

Manufacturer narrative:
E3: non-healthcare professional; e2-no. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the complaint for the flooding of the cable and flooding of the imaging is traced to the damaged part of the cable (cut in the cord). A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.